Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an atrial fibrillation (afib) ablation interventional procedure. There were three access sites in the vein in which prostyles were used, one using an 7.5f sheath, one using an 8f sheath and the last using a 10f sheath. Hemostasis was achieved successfully in each access site. Reportedly, approximately two weeks post procedure, during a follow-up visit, it was noticed that the patient had a hematoma (size not reported) and palpable cords (physician felt something around the site, swelling, scarring) which the physician stated was due to the perclose device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of hematoma and tissue injury are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.